Event description:
According to the publication, "report on the hemodialysis reliable outflow (hero) experience in dialysis patients with central venous occlusions", 2 deaths were reported within 30-day postoperative. The deaths occurred at 2 weeks and 30 days, and both were of unclear etiology, with the patients found dead at home from no obvious cause. Families did not seek autopsies in either patient. The patients had uneventful dialysis sessions within days of dying and the dialysis staff had not noted obvious problems. As it is unknown which component of the hero device, if any, attributed to the adverse event it was decided out of an abundance of caution to investigate both. This medwatch is for the hero 1002 component.

Event description:
According to the publication, "report on the hemodialysis reliable outflow (hero) experience in dialysis patients with central venous occlusions", 2 deaths were reported within 30-day postoperative. The deaths occurred at 2 weeks and 30 days, and both were of unclear etiology, with the patients found dead at home from no obvious cause. Families did not seek autopsies in either patient. The patients had uneventful dialysis sessions within days of dying and the dialysis staff had not noted obvious problems. As it is unknown which component of the hero device, if any, attributed to the adverse event it was decided out of an abundance of caution to investigate both. This medwatch is for the hero 1002 component.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the publication, report on the hemodialysis reliable outflow (hero) experience in dialysis patients with central venous occlusions, 2 deaths were reported within 30-day postoperative. The deaths occurred at 2 weeks and 30 days, and both were of unclear etiology, with the patients found dead at home from no obvious cause. Families did not seek autopsies in either patient. The patients had uneventful dialysis sessions within days of dying and the dialysis staff had not noted obvious problems. Multiple attempts were made to gain additional information from one of the co-authors; however, all attempts were unsuccessful. The instructions for use (IFU) lists patient death as a potential post-operative complication with rates of 0%-1.9% for patient's receiving a hero graft. Additionally gage, et.al., reported 4 deaths within the early postoperative period. The authors attributed to the observed death rate to "the extreme m tributed to the unknown cause of death. Patient selection criteria to minimize the risks of post-operative complications are also listed in the IFU. There is insufficient information to determine the relationship between the hero device and the two deaths. The root cause for the reported event is unknown; there is insufficient information to determine the relationship between the hero device and the two deaths. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.